Event description:
Customer's family member called stating that pt has been using this meter and gettinng results with a decimal point in the display. He didn't realize the meter was in mmol/l instead of mg/dl. The units were changed over the phone.